Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 6800/8800 hiv 96t ivd assay performed within specifications. A review of the data for the reported false negative result did not identify any anomalies in the curves or controls, and all data appeared normal. The result of 90 cp/ml was above the limit of detection but at the lower end of the linear range, where variability is expected as outlined in the instructions for use (IFU). The discrepancy was attributed to the potential amplification of proviral dna, which can occur under certain sample handling conditions, such as prolonged sample storage, freezing of the primary tube, or improper centrifugation techniques. The customer reported no additional questions, and no reagent issues were identified.

Event description:
The initial reporter alleged a false negative result using the kit cobas 6800/8800 hiv 96t ivd on the cobas 6800 instrument. The sample was tested as follows: hiv-1, batch 382, not detected; mpx, batch 390, hiv reactive; and hiv-1, batch 438, titer 9.04e+001 cp/ml.